Event description:
Event description guidant received information that this transvenous implantable lead and this coronary sinus implantable lead exhibited decreased r-waves and no capture in the right or left ventricles. Technical services discussed obtaining a chest x-ray to evaluate lead postion.